Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that their implant never worked for them, and they want it removed because they have to be frisk when going through airport security. Physician listings were sent to the patient. No further complications or patient symptoms were reported or anticipated. Additional information received from the patient indicated that their device never worked, and they had to have a surgery. They stated that their physician moved, and they didn¿t know where they went. The issue of their implant never working has not been resolved at this time. No further complications were reported or anticipated.